Event description:
It was reported by the affiliate that during an unknown procedure there was bleeding. There was no consequence to the patient. Another device was used to complete the case. No other information given. Additional info: minor bleeding, unit would cut but not coagulate. Unit discarded.